Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath hole prior to a abdominal aortic aneurysm (aaa) repair interventional procedure. Reportedly, when the plunger was pulled, the suture was unraveled. This occurred with all three devices. The aaa repair procedure was completed. Hemostasis was achieved with a proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.